Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022, which is off-label usage of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient changing the device time which led to signal loss. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.